Event description:
The customer reported via phone call that ambulance were dispatched and were hospitalized for low blood glucose on unknown date. Blood glucose level at the time of the incident was 30 mg/dl which was treated with food and sweets. Customer's blood glucose level was 60 mg/dl. Customer stated that ambulance rescued him and gave sweets to recover. Customer was alleging insulin pump for over delivery because blood glucose was 60 mg/dl still insulin delivery did not suspended till 30 mg/dl. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was active at the time of incident. The reservoir will not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.